Manufacturer narrative:
The field service engineer confirmed that the o2 hose was leaking and replaced the o2 hose to resolve the reported issue. No other abnormality was observed.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14oct2020.

Event description:
The customer reported the o2 hose has a leak at the valve. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.